Manufacturer narrative:
The device in this event has not been received for analysis.

Event description:
It was reported during a cerebral aneurysm coiling procedure, resistance was felt during advancing the coil into the aneurysm and the coil was detached. No complications were reported to have occurred with the pt during this event.